Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient¿s pump did not have any medication in it because the patient no longer had an hcp. It was noted that the patient¿s pump was not alarming. No symptoms or issues with the therapy were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was not been able to get his fill and the hcp kept pushing out the appointment. The hcp was providing oral medications, but now was not able to. The pump was not alarming and the patient was feeling ok. The patient thought his fill was due a couple of weeks ago and the last fill was about 3 months ago. The patient was getting oral medications, but the hcp could only give them so many medication refills.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.